Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (displays error code) was confirmed. Upon investigation , the charger was resetting due to an internally shorted component on the bedside board. The root cause of the shorted component was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was displaying an error code while charging a battery.